Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp in the reported problem area of the pipettor assembly needed to be replaced. The tip clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.